Event description:
Reportedly after predilatation was performed and during use of a xience prime (2.5x38) via radial approach in the mid left anterior descending artery with heavy tortuousity and heavy calcification, a dissection occurred. The inflation pressure during deployment of the xience prime was 12 atmospheres. Slight resistance was felt during advancement; however, not thought to be significant. Another xience prime (2.75x28) was used to cover up the dissection which caused the dissection to worsen. Finally a non-abbott stent was used to cover up the dissection. Pre-dilatation and post dilatation were done. There was no clinically significant delay in the procedure. Patient was doing good post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, it should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The other xience prime (2.75x28) referenced is being filed under a separate medwatch MFR number.